Manufacturer narrative:
Based on supplier investigation, device history record could not be reviewed, as no lot number was provided. At the time of this investigation no sample has been returned. From the investigation, there is no abnormal situation has happened during production. The linting test data was within the acceptable range, therefore the root cause could not be determined. The complaint information was provided to the relevant sectors for their awareness. There is no action taken at this time, however, we will continue to monitor the trend of this type of incident. According to our supplier, or towels are made of cotton, so lint is born and inevitable. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Besides, linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). 4) in the folding process, the supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information received from the customer the or towels are linting. Reportedly the fibers are being seen on instruments. There has been no injury or harm to patient. They noted the lint before procedure and removed the towels.